Event description:
It was reported, the patient¿s implantable neurostimulator (ins) appeared to be infected and may possibly be removed. Additional information received five days later reported it was unknown if cultures were done. It was unknown how the patient was doing now or if he was receiving effective therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3389s-40, lot# v358538, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2010 -(B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v183928, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that it was unknown if perioperative antibiotics were administered. The patient was evaluated in the outpatient neurology clinic for a lesion with drainage and ¿zero right stimulator cap.¿ the patient did not have meningitis. The patient experienced redness, drainage, and an open wound. A culture was obtained and there was no growth. No treatment was necessary as an infectious disease specialist was consulted who felt the patient was negative for infection. The right implantable neurostimulator(ins) remained intact. The patient had a risk factor prior to implant of cancer as he had a right kidney tumor that was malignant and surgically removed.